Manufacturer narrative:
Approximate age of device - 4 years, 5 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a small amount of brown drainage at percutaneous lead (driveline) site was observed on (B)(6) 2018. The drainage continued despite the daily dressing changes. On (B)(6) 2018, the patient started a 7-day course of doxycycline. A driveline site culture grew isolated (B)(6) rods and corynebacterium species. On (B)(6) 2018 the drainage stopped. No further information was provided.

Manufacturer narrative:
UDI # and device manufacture date: additional information: a correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.